Event description:
Profound and permanent neurological injuries [nervous system disorder]. Severe and permanent physical injuries [injury]. Attributed to excess zinc [hyperzincaemia]. Resulting in copper depletion [copper deficiency]. Zinc poisoning [metal poisoning]. Case description: an attorney reported that their currently (B)(6), female client, used fixodent denture adhesive, version unknown cream for her dentures beginning in 1996 and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries attributed to excess zinc resulting in copper depletion and zinc poisoning leaving her unable to perform normal, customary, and daily activities. Health care professional was visited. Treatment: unspecified medical care and treatment. The case outcome was not recovered/not resolved. She discontinued use of the product. Past medical history included: medical history - denture wearer (approximately 16 years ago). No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.